Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure using a techstar xl 6 fr. Device. When deploying the device, one of the needles missed the barrel and presented in the subcutaneous tissue. The physician increased the dermatotomy and extracted the missed needle. The device was removed and closure achieved using manual compression. The pt recovered without incident.